Event description:
Nurse initially called to obtain some supplies for pt to return to pump use. Pt had been hospitalized for hyperglycemia. Blood glucose started to rise on wednesday, 10/20, and on 10/21, pt changed insulin, cartridge, and infusion set. Pt went to hosp on 10/22 and received IV insulin. Pt stabilized and returning to pump use. Pump not returned.